Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a clicking noise as the numbers were counting. The customer also reported experiencing a high blood glucose of 358 mg/dl. Customer also reported their bolus wizard calculations were off. It was also found the correction bolus was incorrect upon reviewing their settings. The customer was advised the insulin pump did not make correct calculations based on the information entered. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.